Event description:
Add'l info rec'd from MFR 12/24/03: no anomalies were found during analysis of the ICD. It was determined the device operated according to specifications. The lead was not returned; therefore, no analysis could be done and no conclusion could be drawn.

Event description:
Pt heard their defibrillator beeping; was advised by medtronic to see md for interrogation. Ventricular lead impedance of <200 ohms.